Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that within three to four hours of returning home from a device change out that the patient received multiple inappropriate shocks from the device. The patient indicated they returned to the hospital and was told the "t-waves were double counting." The device remains in use. No further patient complications were reported as a result of this event.